Event description:
While performing a preventative maintenance evaluation on the customer's device, physio-control observed that the unit would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to a shorted and cracked capacitor, designator c177 from the analog pcb assembly. The shorted and cracked capacitor caused the internal hlc batteries to become depleted.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.